Manufacturer narrative:
This is a combined report sent to the FDA, so no follow up with a device evaluation or DHR statement will be sent once the evaluation is closed.

Event description:
The device is included in the fa-q424-hf-1 heart failure cloud migration fsca initiated on 04oct2024.